Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the left side implant was discolored. Hence, the following have been updated on this form: - is required intervention has been selected under section b; field b2. - field h6 device code "material discolored" has been added this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/24/2020, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV on the left, and unknown baker grade on the right during revision reconstruction surgery. Implants were intact upon removal. Hence, device code has been upataed to adverse event on this form. The patient underwent bilateral explantation and replacement with catalog number: 3503004bc; serial number: (B)(6) on the left side, and with catalog number: 3503004bc; serial number: (B)(6) on the right side on (B)(6) 2020. On 1/31/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 2/4/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device re-evaluation was completed, and the verbiage was revised. During a visual evaluation of the implant, no apparent damage was observed, however, the gel was cloudy (white). This condition can be generated when triglycerides and saturated fatty acids migrate into the gel of the device resulting in the normally clear gel to become cloudy. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/2020, device re-evaluation was completed. The patient experienced capsular contracture, in addition, at the time of explant, it was observed that the left implant was very cloudy, almost white. During visual evaluation of the sample no apparent damage was observed, however the gel was opaque (white). This condition can be generated due to combined triglycerides and free fatty acids that are more saturated that migrated into the gel filler of the device in vivo leading to the discoloration of the normally clear gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture and capsular contracture; baker grade IV. Concomitant medical products: right side; 355cc mentor memorygel breast implant; catalog number: shpx355; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast reconstruction surgery with primary breast augmentation with a 355cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade IV postoperatively. Ultrasound showed possible rupture on the left side as well. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On 2/14/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed the shell with no damage and the gel contained was noted discolored. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).